Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted the clip assembly was returned with both arms broken at the middle section. It was observed that the clip assembly was attached to the control wire and detached from the bushing. Microscope examination was performed on the clip assembly, and it was observed under high magnification that the broken arms showed evidence of corrosion. Functional evaluation was performed and the clip assembly was unable to release from the catheter to deploy. A dimensional examination was performed to further analyze the deployment issue and the yoke, the diameter of the clip capsule, and the distal section of the bushing and all are within specification. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigations to address these issues are in place. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the clip was opened, a piece of the clip broke off in the colon and was seen on the screen. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the clip was unable to release from the catheter; therefore, this is now an MDR reportable event.